Event description:
It was reported that after replacing the twisted cable, the cardiosave intra-aortic balloon pump (iabp) unit displayed error f7. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after replacing the twisted cable, the cardiosave intra-aortic balloon pump (iabp) unit displayed error f7.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated "fields": b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion, component codes), h11. A getinge field service engineer (fse) found counter-pulse console, appearance of error f7 on the exec board and replaced the pcb, front end (0670-00-1164). Fse install software version d.00 and the cardiosave console works again. Complete preventive maintenance. Check functional with patient simulator and iapb consumable.test for proper operation of the screen in the service menu. Operational tests with simulator (pressure signal, ECG signal) electrical safety test standard iec 60601 (earth resistance, leakage current and insulation resistance) equipment tested according to the manufacturer and operational protocol. The failure analysis and testing dept. Received part number 0670-00-0769 rev. E sn 13 02864 19_nbs with a reported unit failure of an f7 error displayed on board. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed there was an f7 error and the machine would not boot up properly. This part is obsolete and no longer able to be tested by a supplier. Root cause is impossible to define. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. As. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.